Event description:
The initial reporter contacted shiley to report that a pt with a bjork-shiley convexo-concave aortic heart valve had symptoms of shortness of breath and was diagnosed with congestive heart failure. According to a copy of a pathology report subsequently received from the initial reporter, the bscc heart valve was explanted due to aortic stenosis. The pt survived the surgery.